Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high impedance on the superior vena cava (svc) coil. It was noted that the rv defib coil also exhibited an increase in coil impedance to high values. Additional information from the clinic disclosed that the patient was scheduled for a reprogramming, however, the patient did not show up for the appointment and has not been seen since that date. They intend to turn of the svc portion when the patient comes into the clinic. The clinic will contact the patient again to urge that the patient come in. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead, implanted 2009-(B)(6). (B)(4).